Manufacturer narrative:
The unit passed the displacement test. However, the unit was also received with a motor error alarm during the basic occlusion test due to a loose/protruded drive support disk. The unit was unable to perform the unexpected restart error test, prime/compromised force sensor system test, excessive no delivery test and occlusion test orverify prime fill anomaly due to motor error alarm. The insulin pump had normal operating currents and it passed the self test and off no power test. No unexpected failed battery test alarm anomalies were noted. The broken battery tube functioned properly. No unexpected piston anomalies were noted. The motor was tested outside of the device and passed. The following physical damage was noted: minor scratched lcd window, broken battery tube threads, cracked case at the display window corners, cracked lcd window,missing end cap sticker and cracked reservoir tube lip. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer reported via phone call that her blood glucose has been higher than 500 mg/dl due to the insulin pump piston not moving. The battery cap was also damaged to the point that the customer had to tape it down. During troubleshooting the customer was stuck in the preparing to prime loop. The insulin pump was returned for analysis.